Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose level. The customer was using a computer usb port instead of a wall adapter, and after switching to a non-tandem wall adapter and charging cable, the pump began charging without issue.